Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 122-267-116s and heparin was administered. A pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. During deployment, a intraprocedural complete heart block (chb) and new left bundle branch block (lbbb) were noted. The patient required unplanned in-patient hospitalization. On (B)(6) 2025, a single chamber pacemaker was implanted in the patient.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 122-267-116s and heparin was administered. A pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. During deployment, a intraprocedural complete heart block (chb) and new left bundle branch block (lbbb) were noted. The patient required unplanned in-patient hospitalization. On (B)(6) 2025, a single chamber pacemaker was implanted in the patient.

Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause for the reported heart block. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.